Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. B.4. Date of death: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the patient passed away after the unspecified bd saf-t-intima¿ IV catheter safety system was used on them to deliver oral medication. No further information was provided. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "to give some background, this is linked to a communication we have received concerning use of the saf-t-intima device to deliver oral medication which has resulted in the death of 2 patients within a trust."